Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to fracture, insulation and noise issues. Another lv lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).